Event description:
It was reported that the patient presented with an st segment elevation myocardial infarction. After predilatation was performed on the lesion, the promus stent was deployed successfully in the proximal left anterior descending artery; however, difficulty was experienced removing the fully deflated stent delivery system (sds) balloon after stent deployment. After attempting use of a buddy wire unsuccessfully, a whisper guide wire was inserted. After reinflating the sds balloon to 6 atmospheres for 20 second, after about ten minutes, the balloon was finally able to be removed. Post dilatation of the stent was performed and the procedure was ended. The patient was placed on a balloon pump and is in the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the shaft and on the balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the sds in the patient anatomy. There were two kinks in the hypotube 15.2 cm and 16.4 cm distal to the strain relief tubing. There was a bend in the hypotube 9 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Difficulty removing the sds from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The patient anatomical information was not reported with the case information which may have aided in the investigation. It is possible the balloon interacted with the lesion/anatomy, contributing to the resistance during retraction; however, this could not be confirmed. A conclusive cause for the reported difficulties could not be determined; however, the analysis of the returned device did not indicate any evidence of a product quality deficiency. A search of the lot history record indicated no non-conforming materical records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.